Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer was guided to perform a series of steps to resolve the occlusion issue, but the alarm recurred. Despite successfully completing a bolus, the customer lost confidence in the pump and decided to switch back to multiple daily injections (mdi). Technical support instructed the customer to replace supplies and resume insulin therapy as needed.